Event description:
Customer sated "wont turn on" repair tech stated "verified - replaced power mod, inductor l1 and updated r9 and r14" ro (B)(4). 1216677-2021-00049 leep precision generator lp-20-120 e-complaint (B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples . X-review DHR. Analysis and findings complaint (B)(4) distribution history: this complaint unit was manufactured at csi on 11/08/16 under wo's (B)(4) and shipped on 06/28/2017. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned, per log (B)(4), in 2018 for an unconfirmed intermittent complaint. Unit was fitted with a new main board and returned to the customer. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4), this unit was at csi on 03/12/2021. Visual evaluation: visual examination of the complaint unit revealed physical damage. The power receptacle was cracked. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause for this complaint condition is being attributed to impact damage. An impact on the device aligns with the damage noted on the unit. The inductor (l1) is a heavy component secured with ty-wraps and soldered in place. Additionally, the power receptacle was also noted to have been cracked confirming this unit was impacted. The impact is viewed as having enough force to have jarred the heavy component off. Correction and/or corrective action the unit was repaired, tested to specifications and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. Preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Customer sated "wont turn on" repair tech stated "verified - replaced power mod, inductor l1 and updated r9 and r14" ro 95934 1216677-2021-00049 leep precision generator lp-20-120 e-complaint (B)(4).